Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure resulting in signal loss, with the responsible paired device not identified, and the cgm signal resumed after several hours without further assistance required. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem associated with the cgm¿s electrical and magnetic components, including the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.